Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension. The patient came in emergently with back pain and a computed tomography angiogram (cta) showed the patient had a type 3a endoleak or a type 3b endoleak. The physician also observed a proximal stent cage dilation and there was thrombus within the proximal stent extending to just below the renal arteries. It was reported the patient did have an angiogram and the physician is planning a secondary procedure to seal the leak. On (B)(6) 2017 the patient had an additional angiogram and the physician could not confirm a type 3a or type 3b endoleak. The physician believes the patient has a type 2 endoleak and is going to monitor the patient. There have been no additional adverse events reported for this patient.

Manufacturer narrative:
Clinical assessment: at the completion of the clinical assessment medical information available, clinical was able to find substantial evidence to support a type iiib endoleak. There was also evidence of stent cage dilation of the main body, stent cage dilation of the aortic extension, and aortic stenosis caused by an intramural stent thrombus. Additionally there was evidence to reasonably support the following observations; readmitted one day post implant due to epigastric, back pain, and non-compliant with pain medication. Cumulative knowledge informed by past assessments of similar complaints was applied to a review of the available medical information. The most likely cause of the compromised stent graft integrity of the main body, and stent cage dilation of both the aortic extension (22%) and the main body (38% at the superior stent margin) involved strata material. However lateral movement and a suspected, but not confirmed inferior stent migration might contributed to the event. An impending rupture prior to implant, a cautionary product use condition might have contributed to the event - no case planning was submitted. Stenosis of the aorta caused by the thick intramural stent thrombosis most likely was caused by the continued use of tobacco products, and the compromised stent graft integrity issues. The readmission one day post implant (index) for epigastric pain, a procedure related issue, most likely cause by medical non compliance with analgesic medication. No user-related issues could be detected. Associated clinical harms for this device failure included: type iiib endoleak; diagnostic angiogram; pain with an urgent readmission one day post implant). A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; upgraded graft material (i.e. Duraply) and updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. The event device was not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. Correction: (B)(4).